Event description:
It was initially reported that the patient was having an increase in seizures. The patient had five different seizures and was upset over the recurrence of her seizures. The patient had their settings increase and had one of her medications (keppra xr) increased. Follow-up indicated that the patient's seizures were believed to be due to the patient being at non-therapeutic settings. The patient seizures were above baseline at that time. The patient has multiple seizure types however it is only the tonic-clonic pattern that had changed.

Manufacturer narrative:
Analysis of programming history.